Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a 31-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included umbilical hernia. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included seizure. On (B)(6) 2014, the patient had essure (ess205) inserted. On (B)(6) 2015, 1 year after insertion of essure (ess205), the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with ibuprofen and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the genital haemorrhage, fatigue, weight fluctuation and migraine outcome was unknown and the headache and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, fatigue, genital haemorrhage, headache, migraine and weight fluctuation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet: all relevant medical history, concurrent condition, concomitant medication were added. Events migraines, headaches, dysmenorrhea (cramping) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and weight fluctuation ("weight fluctuations"). The patient was treated with surgery (in (B)(6) 2017, underwent pelvic surgery to alleviate the symptoms). At the time of the report, the genital haemorrhage, fatigue and weight fluctuation outcome was unknown. The reporter considered fatigue, genital haemorrhage and weight fluctuation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.